Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug injection (dose, frequency, and route were not reported). During this treatment, pd therapy was withdrawn. At the time of this report, the patient was not recovered. No additional information is available.